Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information provided from the field indicated the patient was later hospitalized and their electrode was suspected to be fractured due to the continuation of oversensing of noise in the secondary vector. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curve in the electrode body in the regions approximately 3 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information provided from the field indicated the patient was later hospitalized and their electrode was suspected to be fractured due to the continuation of oversensing of noise in the secondary vector. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service.